Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor is bothering him and is located about two inches above his waistline. Customer indicated that he has a sharp pain running down his leg and is unsure what to do about it. Customer was advised to follow up with his doctor or the emergency room about this issue. Customer's blood glucose was unknown at the time of incident. No further information was given.